Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheters 20ga 1.16in (1.1 x 30 mm) separated before placement. The following information was provided by the initial reporter: "it was reported that upon removing cap from catheter, the catheter stays inside the cap leaving the needle exposed. Email: reports from (B)(6) memorial hospital that when cap is removed from IV, the catheter stays inside the cap leaving just the needle with no catheter when you go to stick the patient. It happened 3 times this morning."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheters 20ga 1.16in (1.1 x 30 mm) separated before placement. The following information was provided by the initial reporter: "it was reported that upon removing cap from catheter, the catheter stays inside the cap leaving the needle exposed. Email: reports from (B)(6) that when cap is removed from IV, the catheter stays inside the cap leaving just the needle with no catheter when you go to stick the patient. It happened 3 times this morning."